Event description:
Stent placement was attempted during a combined rotoblator/stent. Following the rotoblator, the delivery balloon with the undeployed stent was advanced over the wire. The wire/balloon combination was manipulated prior to any inflation or deployment, then fluoro'd. The stent was not visible on the balloon any longer, and was not identifiable in the coronary or anywhere else in the ascending aorta. Angiography did not demostrate its position. The stent could not be identified anywhere within the vascular tree. The pt was transferred back to the nursing unit in stable condition, and has not exhibited any untoward effect from the embolized stent.